Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 2020896. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that an unspecified number of bd precisionglide¿ needles were blocked during use. The following information was provided by the initial reporter: "several of the needles 305106 in this lot have had something blocking the end of the needle."

Event description:
It was reported that an unspecified number of bd precisionglide¿ needles were blocked during use. The following information was provided by the initial reporter: "several of the needles 305106 in this lot have had something blocking the end of the needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.